Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate burn marks; the metal cap adhesion location exhibits burnt glue; the glass cap has pushed forward in metal cap and can rotate off center; the metal cap is loose from the glass cap. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 23,400 joules; 8 minutes of usage, fiber tip damage was noted. The physician reverted to rtu to complete the procedure. There were ¿no damages to the patient¿ reported.